Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and of the fixation helix were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case do not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - rv threshold at the time of initial implant was 0.4v @ 0.4ms. On (B)(6) 2015, the patient returned to the hospital for an lv lead implant. At this time, it was noted that the rv threshold had risen to 4.2v @ 0.4ms. It was decided that the rv lead would be repositioned at the lv lead implant. When the md attempted to retract the screw it took more than 20 turns to retract. Then, when a new position was found for the rv lead, even after more than 20 turns with the dh tool, the screw did not come out at all. Therefore, a new rv lead was placed instead. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.